Manufacturer narrative:
This MDR is being filed retrospectively.

Event description:
The probe was installed but failed to measure intracranial pressure. The probe was removed and after changing the measurement was possible.